Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, a 26mm sapien 3 valve was implanted in an existing mosaic aortic valve via the transfemoral approach. Approximately 10 weeks post implant, the patient became symptomatic. Thickened leaflets were observed and anticoagulation therapy was initiated. The patient was then monitored. Possible intervention was discussed if the patient symptoms did not improve. Information was received that the patient may have received a non-edwards valve. No further information is available at this time.

Manufacturer narrative:
As reported, a 26mm sapien 3 valve was implanted in an existing mosaic aortic valve via the transfemoral approach. Approximately 10 weeks post implant, the patient became symptomatic. Thickened leaflets were observed and anticoagulation therapy was initiated. The patient was then monitored. Possible intervention was discussed if the patient symptoms did not improve. Information was received that the patient may have received a non-edwards valve implanted as an additional treatment. Despite multiple attempts to acquire details regarding confirmation of thrombus on the bioprosthetic valve, no further information was able to be obtained. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the exact cause of the thickened valve leaflets 10 weeks post valve implant in an existing surgical valve cannot be confirmed. There was no indication of a valve dysfunction. Procedural factors (possible valve / patient mismatch), in addition to the patient¿s co-morbidities may have contributed to the event. Valve thrombosis requiring intervention is listed in the instructions for use (IFU) as a potential risk associated with the use of the thv valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Should additional information be received this case will be reopened and investigated.